Event description:
An aneurx stent graft system was implanted for the endovascular treatment of a 8 cm diameter abdominal aortic aneurysm. It was noted that the neck was very angulated and conical. It measured 15mm at the renal arteries and 1cm lower down it measured 29 mm. It was reported that the patient presented to the emergency room. It was determined that the graft had migrated 15 -20 mm below the lowest renal artery. The physician chose to place a 28 endurant cuff; however, this did not seal the leak. The physician then implanted a stent. This diminished the leak but it was still present. It was decided that the patient would be monitored to see if the leak would seal or clot off. The physician noted that the event was related to the procedure. It was further noted that the patient still had a type I endoleak. No additional clinical sequelae were reported and the patient is fine. Additional information received reported that the physician stated that the migration and the endoleak were caused by disease progression. It was also confirmed that this was a type ia endoleak.

Manufacturer narrative:
(B)(4).